Event description:
A hospital in another country, reported that a pressure relief valve was missing from an rt329 infant breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The device was not returned to the MFR. An investigation was carried out based on the event description and previous experience with similar complaints. Results: we were unable to carry out a lot check as no lot info was provided with this complaint. Conclusion: the pressure relief valve was most likely omitted during our packing process. We have an open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the past year of 0.0026%.